Event description:
It was reported that a system error (se) 2367 alarm (power failure error that discontinues the present therapy and is due to a possible air in line) occurred on the homechoice (hc) device during dwell four of four. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed.  Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It was determined through a review of the event log of the returned homechoice that a system error (se) 2240 preceded the se 2367 that was originally reported. Should additional relevant information become available, a follow-up report will be submitted.